Event description:
It was reported that when an asymptomatic patient presented through merlin.net, non-sustained rv oversensing and few rv noise reversions episodes were observed. The rv oversensing episodes appeared to be due to far field p-wave oversensing on the ventricular channel, and the rv noise appeared to be due to myopotential oversensing. The programming changes were made to resolve the issue.